Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, cold panniculitis results from injury to adipose tissue exposed to cold and may result in a mild to severe inflammatory response. In mild cases, the symptoms are self-resolving and may include redness, swelling, skin nodules, warmth, tenderness, and possible low-grade fever. These cases typically resolve without long-term sequelae. In more severe cases, an intense inflammatory response may result in more extensive tissue damage, including fat necrosis, which may require medical or surgical intervention. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting developed necrosis and scarring. Due to insufficient information, device info is not documented.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen developed necrosis and scarring. The patient underwent a corrective abdominoplasty on (B)(6) 2021. Due to insufficient information, device info is not documented.

Manufacturer narrative:
Additional information: a3, b5 (area of concern, operative information).